Event description:
Desk model mercurial sphygmomanomater model 09-154-031 of mabis healthcare inc. Is incorrectly designed. The scale provided to read the length of the mercury is not in mm = because of this, users read higher pressure and get overmedicated = the size of error is highly significant. The product should be recalled.